Event description:
Radiometer complaint reference: (B)(4). According to the complaint, on (B)(6) 2025 a customer was opening the packaging of the safepico sampler (lot number: df11) and was pricked by the needle, as it was missing the needle protective cover. The sampler was an unused sampler when the incident occurred. This issue is covered by risk ID 74 with a severity of 4 (permanent/serious) according to the (B)(4) - product risk analysis for samplers, (rev. 21). No reports of death.

Manufacturer narrative:
The defective product was not returned to radiometer for investigation. Radiometer investigations of the production record had identified the root cause to be a raw material issue.